Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, reported that lens was ripped and could not be used. Additional information was received and stated that patient had mild corneal edema which required intraocular lens (iol), surgeon stated that during iol implantation procedure, lens folded uneventfully but after injection, it was noted to have multiple tears in the optic. In surgeon opinion possibly the plunger caused the event. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day.

Manufacturer narrative:
Additional information was provided in d.10, h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of damaged lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.